Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported after his pd ended this morning he noticed fluid leaking from the bottom of the cassette door. The patient stated that the cassette was not wet when he removed it but there was fluid under the cassette door. The pd patient confirmed there was no issue with overfill and no injury occurred and stated he was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The pd patient stated he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with a new cycler without further issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported after his pd ended this morning he noticed fluid leaking from the bottom of the cassette door. The patient stated that the cassette was not wet when he removed it but there was fluid under the cassette door. The pd patient confirmed there was no issue with overfill and no injury occurred and stated he was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The pd patient stated he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with a new cycler without further issue.